Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported they observed chemistry strips and the strips had pads falling off. There are no reports that pt results were affected. Customer tech support (cts) sent customer a new set of strips. The reason for loose pads is under investigation.